Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) ethernet bulk head connector and adapter cable needed to be replaced. After those parts were replaced, the imaging system then passed the system checkout and was found to be fully functional. The mvs ethernet cable was not received by the manufacturer for evaluation because it was discarded by the manufacturer representative.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the imaging system was displaying an error message of "nav connected, but not responding". There was no patient involvement.